Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced hole after removal of the cannula on (B)(6) 2025 and steriod ointment was applied to the hole. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.